Event description:
It was reported that the patient presented for a follow up visit in the clinic. During the device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing, leading to episodes of inappropriate mode switching. Additionally, the ra lead demonstrated a high pacing threshold. Programming changes were made. The patient was in stable condition and continue to be monitored.